Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging a scratched display screen which is difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. The patient received replacement products.